Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed flowmeter. The device was evaluated upon receipt. The flowmeter is failed. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that connecting a check line and ran the arctic sun device at inspection, but the flow rate fluctuated between 2.9 and 3.7 lpm. It was unstable.